Event description:
It was reported that the patient was dissatisfied as they could not adapt to the intraocular lens (iol) post implantation. Account indicated that the patient had experienced a serious level of dysphotopsia. An explant was performed and a different model lens was placed (model icb00, 19.5 diopter, serial number (B)(6)). There was no delay in treatment or other interventions performed. The patient's post-operative refraction was decent with 0.75 visual acuity and -0.25 cylinder. The iol was discarded upon retrieval. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.